Manufacturer narrative:
The device was returned and inspected. The customer's complaint of error code e315 was not confirmed. However, a b30 error code displayed (no image). After aeration, the image started working. In addition, the following non-reportable malfunctions were found during the device evaluation: no data (but after aeration scope had data); plastic cover had minor scratches; bending section rubber had pinhole and the glue was lifting; switches were not working (but after aeration switches worked); insertion tube had a cut on boot and minor scratches; the control body and bending sections were wet; light guide tube was buckled; scope connector set was damaged. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer contacted olympus to report the scope displayed an error code e315 (non-compatible endoscope). The malfunction occurred during preparation for use before an unspecified diagnostic procedure. There was no report of patient harm as a result of the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation (h6/h10). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It is likely water invaded the scope connector while the user was handling the device, which led to an abnormality in the electrical parts and bad electrical contact with the internal circuit board, and resulted in the displayed error messages (b30/e315). The event can be detected and prevented by following the instructions for use (IFU) which state: "·inspection of the endoscopic image." "·when attaching the connector cap of the leakage tester (mb-155) to the venting connector of the endoscope, make sure that both the connector cap and the venting connector are thoroughly dry. Water on the surface of either component may enter the endoscope and could cause endoscope damage. ·do not attach/detach the leakage tester while the endoscope is immersed. Attaching/detaching under water could allow the water to enter the endoscope, resulting in endoscope damage." Olympus will continue to monitor field performance for this device.